Event description:
Bsc crm received info that this ventricular lead was successfully implanted. The pt had an ablation procedure the same day. After the procedure, there was an intermittent loss of ventricular capture. The physician believes that, during the ablation procedure, the tissues may have gotten hot and damaged the lead.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to loss of capture as mentioned in the complaint, the analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.